Manufacturer narrative:
Additional data: h3: device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found no visible damage to the lens. Corrected data: b5: the reporter indicated a 13.2mm micl13.2 implantable collamer lens, -09.00 diopter, was stuck in the cartridge or injection system and there was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. H6: health effect - impact code: 2645. Claim # (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 13.2mm micl13.2 implantable collamer lens, -09.00 diopter, tore during the loading process and the lens did touch the patient's eye. There was no patient injury and sutures were not required. Additional information has been requested but none has been forthcoming.